Event description:
It was reported that a patient presented with low defibrillation impedance and loss of defibrillation therapy resulting in a minor arrythmia that was later terminated successfully by the device. No intervention or further adverse patient consequences were reported.